Manufacturer narrative:
Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, broken belt clip slot, cracked case reservoir tube window corner, cracked lcd window, loose drive support disk and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had drive support cap sticking out. Customer¿s blood glucose level was 275 mg/dl. Customer stated that the bottom part of the reservoir popped out. The customer was assisted with troubleshoot for bumped/dropped/cosmetic damage. Customer reports the drive support cap is sticking out. The customer was advised that the pump will be replaced. The insulin pump will be returned for analysis.